Event description:
It has been reported that the system did not start up. The system was not in clinical use and no harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite ad confirmed that the system was not starting up. Fse instructed the customer to check the host pc. The customer found that the os disk led was off, and it was not working. The fse instructed the customer to clean the os disk socket and reinstall the disk. After cleaning the os disk socket and reinstalling the disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.